Event description:
It was reported that the e360 ventilator generated a flow sensor error. There was no patient involvement at the time of the reported condition. The ventilator was evaluated by a third party service engineer and the customer reported issue was confirmed. To resolve the issue the flow sensor was replaced. The ventilator was tested and checked to be running normally.